Event description:
At the end of by-pass perfusion, perfusionist removed thermometer probe from oxygenator and immediately a blood outflow was seen from the connector holding the temp probe. Perfusionist had to reinsert and press tubing to prevent further blood loss.